Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On (B)(6) 2012 at 2020, channel b of the device was programmed to deliver norepinephrine 16 mg/250 ml, with a dose rate of 5 mcg/min, at a rate of 4.687 ml/hr, with a vtbi (volume to be infused) of 250 ml, and the delivery was started. At 2315, the customer contact reported the device alarmed with a whitescreen error. At that time, it was reported the nurse powered the device off and on and the therapy was resumed using the same device. Although there was potential for serious injury, the customer contact reported there were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the svc ctr. A review of the device history indicated on (B)(6) 2012 at 2020, channel b of the device was programmed for delivery of norepinephrine 16 mg/250 ml, with a titrated dose rate of 5 mcg/min, at a calculated rate of 4.687 ml/hr, a vtbi (volume to be infused) of 250 ml, for a duration of 53 hrs and 20 mins, and the delivery was started. At 2052, dose rate was titrated to 8 mcg/min, to deliver at a rate of 7.5 ml/hr, and the delivery was started. At 2109, the delivery was stopped, the dose rate was titrated to 10 mcg/min for a calculated rate of 9.375 ml/hr and the delivery was started. At 2315, channel b was powered on, a post sw (software) alarm, a s408 (can bus error), the cassette was automatically loaded on channel b, and the basic programming for channel b was restored. Channel a alarmed for an on s308 (can bus error) and check cassette. At 2316, the delivery on channel b was stopped, standby mode was entered and canceled. At 2356, channel a was programmed to deliver amiodarone, with a rate of 33.3 ml/hr, for a duration of 6 hrs and the delivery was started. This report represents all the info known by the reporter upon query by hospira personnel.